Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain rather on the left side") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("intermittent lumbar pain"), dyspareunia ("dyspareunia quite 'unconfortable'"), asthenia ("chronic asthenia") and pruritus ("pruritus"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and bilateral ovariopexy, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dyspareunia, asthenia and pruritus outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, dyspareunia, pelvic pain and pruritus with essure. The reporter commented: the patient experienced pelvic pain rather on the left side, chronic asthenia and pruritus progressing since 2015-2016. The defective sample was not kept by the department. The case had been reported to the health authorities in (B)(6). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("pelvic pain rather on the left side") in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("intermittent lumbar pain"), dyspareunia ("dyspareunia quite uncomfortable"), asthenia ("chronic asthenia") and pruritus ("pruritus"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy and bilateral ovariopexy, both essure implants removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, dyspareunia, asthenia and pruritus outcome was unknown. The reporter provided no causality assessment for asthenia, back pain, dyspareunia, pelvic pain and pruritus with essure. The reporter commented: the patient experienced pelvic pain rather on the left side, chronic asthenia and pruritus progressing since 2015-2016. The defective sample was not kept by the department. The case had been reported to the health authorities in france. Most recent follow-up information incorporated above includes: on 30-jan-2019: the case will be deleted from bayer pv database. Nullification reason: this case was identified as a duplicate of case: (B)(4) and all the information from this case was transferred to case: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.